Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing. No drive/motor anomaly or motor noise anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and motor seems to be weak and insulin pump was not working. The customer¿s blood glucose was 600 mg/dl and the current blood glucose was 103 mg/dl. The customer declined to assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer was treated with insulin pump and then they can usually feel the motor vibrate and held it upside down and then could get some insulin turning it upside down. The insulin pump will be returned for analysis.